Event description:
It was reported usb (universal serial bus) doesn't work. There was also no ethernet connection. The programmer was returned for repair, analyzed and tested out of specification. No information was received indicating patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, both usb ports function normally, ethernet card also functions normally. Analysis did find that there was error in the log file that had occurred twice in the past.